Manufacturer narrative:
Device discarded, unable to follow-up. A supplemental medwatch report will be submitted if additional relevant information can be reasonably obtained. (B) (4).

Event description:
The complainant has reported to abiomed, inc that a patient (age and gender unknown) had undergone a procedure involving the use of an impella 2.5 device. During the procedure, there was a problem during the implantation" with the sheath. It was reported that while the sheath was "inside the punctuation", the "head part of the sheath loosened from the shaft unexpectedly and without any mechanical influence". The problem was not noticed immediately by the physician. The complaint reported that the patient "lost quite a lot of blood". The bleeding was stopped using a "backup 13f sheath". The incident had no further impact on the patient's health.